Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that urine leaked around the urethral opening on the 7th day of use. Allegedly, an asymmetric balloon was observed during pretest (before placement), however the catheter was still placed in the patient.

Manufacturer narrative:
Received only the catheter for evaluation. The reported event was unconfirmed since the problem could not be reproduced. Per visual inspection, it was observed that the catheter could be inflated without difficulty. Dissected the catheter and found no conditions that would contribute to the reported problem. Examined the sample and did not find any holes, rips or tears. Introduced water into the drainage eye and did not find any leakage from the distal end of the sample. Inflated balloon with air while submerged in water and there were no bubbles to indicate a leak . Tested flow rate while balloon was inflated with 10cc water and found the flow to be 125ml/min, 120ml/min and 125ml/min. The internal flow rate specification for a sample of this product type is 100ml/min minimum, so the sample did meet the internal specifications. Inflated balloon and found concentricity to be 60:40. The internal concentricity specification for a sample of this product type is 70:30 maximum, so the sample meets the concentricity. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use." (B)(4).

Event description:
It was reported that urine leaked around the urethral opening on the 7th day of use. Allegedly, an asymmetric balloon was observed during pretest (before placement), however the catheter was still placed in the patient.